Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there was a 911 due to their high blood glucose levels. Customer's blood glucose levels at the time of the 911 call was 550 mg/dl. Customer stated significant events leading to the 911 call included vomiting and confusion. Customer also reported that she experienced dehydration and a low white blood count. Customer was not wearing the insulin pump at the time of the 911 call. However, the customer stated that they were disconnected from the insulin pump and treated with an IV drip. Customer reported that the insulin pump alarmed motor error and no delivery during the bolus procedure. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.